Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the manufacturer arjohuntleigh (B)(4) 9681684. (B)(4). The serial number of the unit cannot be identified by the facility. It is either (B)(4). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
The resident was being lifted into or off the bed. While the floor lift was being rotated by pulling on the handles, when the brakes were not applied, the device tipped over on the left. The resident did not sustain any injures. The caregiver injured her arm, which necessitate application of ice, but the situation did not affect her normal duties.